Manufacturer narrative:
Concomitant medical products: product ID 8709sc lot# serial# (B)(4) product type catheter. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient receiving baclofen, bupivacaine, clonidine, and hydromorphone (concentration and doses unknown) for non-malignant pain via an implantable pump. It was reported the hcp was inquiring if the pump that had been explanted on (B)(6) 2022 had been received by medtronic. Technical services had looked up device info and found no records of a complaint associated with the device or that the pump had been received by medtronic. The hcp reported the pump may been have been explanted due to normal early replacement indicator (eri) but mentioned the physician and stated the pump was malfunctioning. No further details were provided and no patient symptoms were reported.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are : product ID: 8709sc, serial# (B)(6), ubd 2010-08-18, UDI# (B)(4). H3: analysis of the pump revealed no significant anomaly; miscellaneous-eos due to time progression. Analysis of the catheter revealed sc connector-coring-tears-cuts in seal-leaking seen during testing h10: interrogation of the pump upon receipt indicated the pump was delivering hydromorphone 10mg/ml at 1.599 mg/day bupivacaine 10mg/ml at 1.599 mg/day clonidine 1000mcg/ml at 15.99 mcg/ day and baclofen 50mcg/ml at 7.997 mcg/ day. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.